Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the distal end with ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end with ccd module. In addition, we confirmed that the nozzle gluing missing, the objective lens unit scratched, the distal body worn out, the angulation-down angulation zero degrees, the angulation-up angulation zero degrees, and the down pulley wire snapped/cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.